Event description:
It was reported the 14 volt battery was exchanged due to patient stating it was malfunctioning and not sustaining any charge. Controller: MFR # 2916596-2023-06329.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the 14v lithium ion battery (serial number: (B)(6)) malfunctioning and being unable to sustain charge could not be confirmed during evaluation of the returned product. During testing, the battery was placed into a test universal battery charger multiple times and was able to charge to full capacity each time without issue. The battery then underwent charge/discharge testing using an electronic load-based testing system and was found to exceed the minimum requirement for discharge time. The battery was then connected to a test battery clip, the returned system controller, and mock circulatory loop; atypical events were not able to be reproduced. The battery performed as intended throughout all testing procedures. The submitted and downloaded log files contained approximately 20 days of information ((B)(6) 2023 per timestamp). It was noted that during power source exchanges at 10:19 on (B)(6) 2023, 17:33 on (B)(6) 2023, and 8:36 on (B)(6) 2023, the controller was connected to a 14v battery that was not fully charged. This resulted in a few low power advisory alarms occurring sooner than expected. It cannot be conclusively determined which battery in use at these times. The low power advisory alarms did not impact the operation of the pump. The root cause of the reported event was unable to be conclusively determined through this analysis. Incidental finding: there was some slight corrosion on two of the battery¿s terminals and it was noted that these terminals pertain to the battery¿s voltage and relative state-of-charge. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, explains the operation of the 14v batteries, including how to use, charge, and calibrate the batteries. This section informs the user that a pair of fully charged 14v batteries can power the system for up to 17 hours, depending on the patient¿s activity level, and to take batteries out of service if they do not provide at least 4 hours of support. This section also informs the user that the amount of time that the 14v batteries can support the system for decreases as the batteries get older and instructs the user to re-calibrate the 14 volt lithium-ion batteries after approximately 70 uses. This section also describes that heartmate 14 volt lithium-ion batteries should be usable for approximately 360 use/charge cycles and that battery performance cannot be guaranteed after meeting that amount of usage cycles. The heartmate 3 patient handbook (section 5) describes how to identify and troubleshoot a battery fault on the universal battery charger. The user instructed to remove all defective batteries from use and to record the related alarm code for future reference. The heartmate 3 patient handbook (section 6) provides instruction on how to properly clean and maintain all equipment, including the 14v li-ion batteries. The user is instructed to clean battery contacts with a cotton swab or lint-free cloth that has been moistened with rubbing alcohol. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The testing records were reviewed for the 14v li-ion battery (serial #: (B)(6)) and it was found that the battery operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.